Event description:
It was reported that the tip of an inserter shaft was broken off. Instrument fractured into two pieces. The fragment was left in the patient's body. There was no reported surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the instrument´s fragment/tip remains inside the patient´s body in the implant.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary customer is complaining the tip to be broken off the instrument. Instrument fractured into two pieces. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that cor/tri ant stem insert shaft has the distal tip broken off, fragment was not returned for evaluation. Without an x-ray we cannot confirm that a fragment has remained inside the patient. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 52 2) date of manufacture: 10/17/2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: IFU-090200836 rev. G. Device history review a manufacturing record evaluation was performed for the finished device [259807440/ pg294434] and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: b5 corrected: h3, h4.